Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was able to reproduce the error by attempting to run total triiodothyronine (tt3) calibration and the error reappeared. The fse resolved the complaint by replacing the sampler assembly. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. The aia-360, serial number (B)(4), was installed on (B)(6) 2022. A complaint history review and service history review for similar complaints was performed from installation date (B)(6) 2022 through aware date (B)(6) 2022. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: error messages states the following: (4020) spec. Z-axis home overrun description: the specimen z-axis motor overran on the home side. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to the faulty sampling assembly.

Event description:
A customer reported error message ¿4020 spec.z-axis home overrun¿ on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) , which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
The sample assembly was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported error and found the ground wire to be open or have no conductivity, this indicates an open circuit due to a component failure. The most probable cause of the reported event was traced to component failure of the sample assembly due to an open circuit.